Event description:
It was reported that the patient expired on an unknown date. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No additional information was reported.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.